Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed. This incident was noticed upon start-up during a routine check. If this 'routine check' found place during pre-operational check or during preventive maintenance is not specified by the customer. A continuous alarm was observable both visually (message alert) and through hearing. 'Teslaspy service required'. The instrument report and the device log files (service log, error log, event log) were provided to hamilton medical ag except of the teslaspy log file. The device logs shown that during a 24-hr self test the ventilator device alarmed multiple times for [?]check teslaspy communication'. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed. This incident was noticed upon start-up during a routine check. If this 'routine check' found place during pre-operational check or during preventive maintenance is not specified by the customer. A continuous alarm was observable both visually (message alert) and through hearing. 'Teslaspy service required'. The instrument report and the device log files (service log, error log, event log) were provided to hamilton medical ag except of the teslaspy log file. The device logs shown that during a 24-hr self test the ventilator device alarmed multiple times for [?]check teslaspy communication'. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.